Event description:
Previous o.r. Date 2006 for revision posterior spinal fusion for broken implants. Returns 2008 for revision posterior spinal fusion with broken implants and free set screws. There is a free set screw from a depuy isola hook 6.35 titanium system at t4 on the right and a free set screw from a danek screw 5.5 stainless system at t11 and on the right. The t11 screw and free set screw were removed, however, only the t4 was retrieved and no set screw.